Event description:
Report of pt death rec'd. The pt was admitted to the emergency dept and an IV was established with the IV administration set. This set has a luer-activated valve at the distal y-site. An automatic blood pressure cuff device was also in use. Medwatch form rec'd from customer states: "pt placed on both an abbott lifecare 5000 infusion system and a datascope passport vital sign monitor. Pt apparently connected blood pressure inflation tubing to IV medication port. Pt rec'd an unk amount of air via datascope and lifecare devices." Customer source reports the pt was "agitated and disconnected the cable from the blood pressure cuff, took the cap off the luer activated valve and connected the datascope cable to the luer activated valve y-site on the set. The datascope attempted to take the next blood pressure reading and injected air into the pt. The customer is concerned because "two components mate perfectly." The datascope MFR has also been notified of the event. No further info is available.